Manufacturer narrative:
(B)(4) for 3 of the 3 reported events, a (B)(4) healthcare service representative performed a checkout of the system and confirmed the reported events. To resolved the reported event, the suction regulator was replaced on 2 units, the overflow safety trap was replaced on 1 unit.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced suction problems. 2 events were reported for loss of suction, 1 event reported as not able perform fluid suctioning. These reports were received from various sources. Of the 3 events, 3 did not involve patients.